Event description:
After further review, an initial emdr for this complaint was incorrectly submitted. In this complaint alarming, gas loss and iabp circuit. Fse inspected the unit and could not duplicate the issue making it non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel 2249723 2026 0001928 in you database.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. In this complaint alarming, gas loss and iabp circuit. Fse inspected the unit and could not duplicate the issue making it non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel 2249723 2026 0001928 in you database.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave iabp was alarming, gas loss. There was no patient harm or injury reported.